Event description:
It was reported through clinic notes received on (B)(6) 2011, that the patient had obstructive sleep apnea and was being treated with CPAP. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the neurologist indicating that stimulation was likely making the patient's sleep apnea worse as the apnea increases with stimulation. The patient is being treated by CPAP. There were no known programming or medication changes which preceded the onset of the sleep apnea, and it is unknown if the patient had sleep apnea before vns.